Event description:
It was reported that, when removing the initial constrained liner which had no information about the lot or reference numbers, the surgeon indicated it was cracked through the middle in both directions. The revision was not due to implant malfunction; however, it was due to infection. All pieces were retrieved and removed from the initial poly. Surgery was delayed due to discussion. No product is returning. Doi: unknown. Dor: (B)(6) 2022. Affected side: unknown hip side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.